Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (576 mg/dl). The customer required third-party assistance in treating the bg due to being incapacitated. The customer's parent delivered a correction bolus to treat the bg. The cause of the reported issue is unknown. No pump issues could be identified.